Manufacturer narrative:
The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed that the plunger head was cracked by all the screws. Primary audible alarm background test was found in pump event history log. During functional testing using the occlusion test, the reported issue of primary audible alarm test was unable to be duplicated. The root cause was unable to be determined. Replaced speaker as a preventative measure. A corrective and preventative action has been opened to address the reported issue. This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the pump exhibited a primary audible alarm background test. No patient injury was reported.